Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired approximately after implant duration of .57 months, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that the patient also has two other devices, model# 3300tfx and #6900p, implanted, and a device model# 3300tfx explanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model #6900p, was implanted. Refer to MFR #6000002-2009-09623. Models #3300tfx (one explanted, one implanted) are not reportable devices.